Manufacturer narrative:
Concomitant medical products: dtma1d1, ICD, implanted: (B)(6) 2018; 620bg29, heart band, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to oversensing of noise with high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. The lead had an out of range impedance warning. The lead had high thresholds. The lead remains in use. It was further reported that the left ventricular (lv) lead had high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.